Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose level of 46 mg/dl. Customer's mother stated that there was blood at site. The customer's mother declined troubleshooting for the low blood glucose. The product was not returned for analysis.